Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent communication failed error messages. This error resulted in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.